Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
Please note, the initial report was inadvertently submitted as a 5-day report. That is incorrect. This is a 30-day report. The 30-day box has been checked in this correction supplemental report.